Manufacturer narrative:
(B)(4). The lead has been discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage. Additional information received that the physician mistakenly cut and severed the lead while cutting the scar tissue. Furthermore, the physician had difficulty removing the lead; thus, proximal portion of the lead remained lodged in the patient. No further surgical intervention was done by the physician as vein was already occluded. This ra lead was explanted and was replaced. No adverse patient effects were reported.